Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level of 600 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on cartridge and insulin labeling. The infusion set and cartridge were changed, and a manual insulin injection was administered to address bg level.

Manufacturer narrative:
Device not returned.